Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call they experienced high blood glucose level and insulin pump had cracked reservoir ring. The blood glucose of customer was 548 mg/dl. Customer was treated for high blood glucose level. Customer stated that reservoir was not able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.